Event description:
It was reported that a user on the ilet experienced poor glucose control with an elevated a1c, while the user later reported no device difficulty and described a temporary pump disconnection due to a distributor supply delay and concurrent personal stress; no specific device component issues were identified and no device malfunction was confirmed. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed insufficient information to identify a medical device problem, no specific device component implicated, and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established.